Event description:
Guidant received information that these transvenous defibrillation and coronary sinus leads dislodged one day after implant. The defibrillation lead was repositioned, but the coronary sinus lead could not be, as the vessel was too narrow. A new coronary sinus lead was implanted without further incident.